Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 81020ud00, however, no trends were identified for the complaint list number, 08p13. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the compliant lot stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent, lot 81020ud00, was identified.

Event description:
The customer reported false elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2026, sample ID (B)(6) result was 161.2 ng/l. (Customer reference range is <15.6 ng/l). Customer's protocol is to take another sample 3 hours later. On (B)(6) 2026, sample ID (B)(6) result was <2.0 ng/l. The original sample was repeated on (B)(6) 2026 and (B)(6) 2026 and the results were <2.0 ng/l & <2.0 ng/l. Customer states that the discrepant result was released and the patient was treated with the administration of anticoagulation for an mi. There was no reported patient harm as result of the event. Patient information: 42 year old female patient. There was no further impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13-24 that has a similar product distributed in the us, list number 4z21, 510k k202525.

Event description:
The customer reported false elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2026, sample ID (B)(6), result was 161.2 ng/l. (Customer reference range is <15.6 ng/l). Customer's protocol is to take another sample 3 hours later. On (B)(6) 2026, sample ID (B)(6) result was <2.0 ng/l. The original sample was repeated on (B)(6) 2026 . The results were <2.0 ng/l & <2.0 ng/l. Customer states that the discrepant result was released and the patient was treated with the administration of anticoagulation for an mi. There was no reported patient harm as result of the event. Patient information: 42-year-old female patient. There was no further impact to patient management.